Event description:
Reportable based on analysis completed on 21nov2011. It was reported that during prep for a rotational atherectomy treatment procedure, a guide wire kink occurred. While the 330cm floppy rotawire guide wire was being removed from its packaging, the tip of the guide wire became kinked. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good. However, returned device analysis revealed that the spring tip was stretched and missing the solder joint.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: upon visual and tactile inspection of the returned device, it was noted that the spring tip is stretched and has bends in it. The solder joint is also missing. The electron dispersive spectroscopy(eds) and scanning electronmicroscopy (sem) analysis showed the presence of solder materials over the spring tip and the core wire section and no evidence of wear reduction was found on the unit surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).